Event description:
Nellcor puritan bennett rec'd a call from facility on 09/22/1998. Facility called to report the following problem: intermittent all leds on, constant single tone alarm, no volume delivered. No pt harm. Dealer unable to verify but when placed back into the pts home the failure mode reoccurred.